Event description:
Reporter indicated that pt had passed away. Circumstances of death described as: pneumonia unresponsive to treatment. Died in hospice care. Had been declared a dnr (do not resuscitate) and no intervention attempted.